Manufacturer narrative:
This report is submitted on august 24, 2022.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (date not reported). The implanted device remains and additional information has been requested but it has not been made available as of the date of this report.